Manufacturer narrative:
Investigation summary: it was reported that one bravo ph capsule failed to attach from the delivery device onto the patients esophagus. One bravo ph capsule delivery device was received for investigation. The capsule was not attached to the delivery device. The capsule was returned for investigation. Visual inspection did not reveal any damage, and appears to have functioned within specification. Functional testing could not be performed because this is a single use device and once the capsule is delivered, it cannot be functionally tested. Investigation conclusion for the failure to attach could not be reliably determined. As the product was received, it seems that it is functioning according to specification, except the mishandling caused during emergency procedure. Additionally, a review of the device history record was performed and indicates that the product was released meeting finished product specifications. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, they have a bravo capsule which failed to attach. It was reported that there was no harm caused to the patient, no medical intervention was required and a repeat procedure was performed. There was nothing unusual about the patient or procedure and an endoscopy was performed prior to the bravo procedure and showed the esophagus to be normal. It was reported that lubricant was used to facilitate placement of the capsule and the device will be returned for investigation.